Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025 due to multiorgan failure.

Event description:
Additional information received stated that the patient had an implantable cardioverter-defibrillator (ICD) shock and presented to outside hospital. They had additional episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events and patient outcome could not be conclusively established through this evaluation. The controller log files were retrieved from the returned controller and reviewed. The system appeared to be operating as intended at the set speed. Pump support was discontinued in the early morning of (B)(6) 2022 per the log file timestamps. There were no notable findings or abnormalities. It was reported that the pump will not be returned for evaluation. No further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no relevant deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.